Event description:
The customer reported that the insulin pump alarmed motor error several times. Troubleshooting was performed. During the call, the customer stated that he was hospitalized for low blood glucose on two occasions. Troubleshooting was performed. Ran a displacement, manual prime and self tests and passed. The customer stated that the alarm occurred during the basal delivery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.